Event description:
A surgeon reported that a multifocal intraocular lens (iol) was exchanged for a monofocal iol due to the pt experiencing blurry vision at distance and near. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on 06/18/2012 and 06/27/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).